Manufacturer narrative:
(B)(4). Additional device evaluated by MFR: it was reported that the device had performance pull off - suture needle. It was received for analysis an empty opened overwrap, an empty folder, a detached needle and suture piece of product code 8425h, lot al1357. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected; the barrel hole was examined under 20x and no suture remnant was found. The suture piece was examined, body fluids were found. In addition, no swage impression was observed as both ends were cut, appears to be by the use of a surgical instrument. Due to the condition of the strand, we are unable to investigate further the pull off issue.  The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, it could not be determined what may have caused the reported incident of: ¿the needle of the suture is disassembled at the moment the surgeon drags the suture on the first pass through the tissue¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al1357 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent abdominoplasty on (B)(6) 2019 and suture was used. The needle of the suture was disassembled at the moment the surgeon dragged the suture on the first pass through the tissue. There were no adverse patient consequences reported.